Event description:
(B)(6) 2011: gore-tex stretch vascular graft ((B)(4)) was implanted in forearm as a loop graft for hemodialysis access. Edema was noticed around the graft. A month later, after the edema decreased, the physician decided to use the graft for access. He punctured the graft in the straight part. According to the physician, edema was still present near arterial side, venous side and near the wrist (at the loop). (B)(6) 2011: as edema near the wrist didn't resolve, the physician performed an ultrasound which showed hematoma and bleeding from a hole on the graft. The physician made a small incision and found a small crack / pinhole on the backside of the graft at the curved portion. He put it in a stitch and removed the hematoma. (B)(6) 2011: bleeding from the puncture sites was noted. The physician experienced difficulty in arresting the bleeding and therefore ligated the graft. (B)(6) 2011: stretch vascular graft was removed and it was replaced with a polyurethane graft.